Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, de novo lesion in the mid left anterior descending artery. After predilatation, the xience xpedition was implanted. During post stent implant check angiography, a dissection was observed at the distal end of the stent. An additional stent was used to treat the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience 48 everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The xience xpedition 48 is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.